Event description:
Drug/diluent: bicarbonate 1.4%, fill volume: 270ml, flow rate: na, procedure: na, cathplace: na, asymmetrical filling. 3 pumps were returned. 2 used pumps and 1 unused pump in its sterile pouch. All pumps were from lot # 182248.

Manufacturer narrative:
Method: three samples were returned for evaluation and investigation: two used pumps and one unused pump in its sterile pouch. A review of the device history record was conducted for the lot number reported. The device lot met manufacturing specifications prior to release. A visual examination was performed on all three pumps. A fill pressure test was performed on the unused sample. Results: the 2 used pumps were returned partially filled and were visually asymmetrical. A fill pressure test was performed on the unused sample. It filled asymmetrically and required an initial fill pressure that exceeds maximum allowable pressure. Conclusion: the complaint of asymmetrical filling is confirmed. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate. Filling difficulty does not meet the criteria for a reportable event. I-flow is filing this report in response to an EU vigilance report received on (B)(4) 2012.